Manufacturer narrative:
Device has not been received. It is difficult to remove a porp without causing further damage. The likely condition of the returned implant will make it difficult to examine.

Event description:
The patient presented to the doctors office. The doctor discovered that the implant was broken. Removed the implant and replaced it with a new implant.